Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a distal radius procedure, the depth gauge was measuring 4mm off from the necessary screw length. As a result, the screws used were not deep enough. The surgeon reported that it was better to have the screws too short than too long and completed the procedure successfully with no delay and no adverse affects to the patient.

Manufacturer narrative:
The reported event that depth gauge 0-40mm was alleged of issue s-42 (scale issue) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, the most likely root cause of this failure is user related. However, based on complaint history, the most likely root cause of this failure is user related. Some of the possible causes are: wrong screw measurement because hcp cannot see the scale, the tip of the measuring gauge is not fully seated onto the plate. A review of the labeling did not indicate any abnormalities. Sufficient guidelines are provided in the IFU related to the correct handling of instruments and implants. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a distal radius procedure, the depth gauge was measuring 4mm off from the necessary screw length. As a result, the screws used were not deep enough. The surgeon reported that it was better to have the screws too short than too long and completed the procedure successfully with no delay and no adverse affects to the patient.